Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the respiratory therapist was unable to access medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, a technical support specialist confirmed case will be closed in another 24 hours if no response received from customer. However, there was no response from the customer regarding the issue. The tss had 3 follow up to get resolution but there was no response from the customer end updated for closure of case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the respiratory therapist was unable to access medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. However, there were no adverse events or injuries reported based on this event.